Event description:
It was reported that the device (ring) was explanted after an implant duration of 8.3 months for unknown reasons and a valve was implanted as a replacement. No further details were provided. Information was learned through (B)(4). The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Customer letter not requested. This was determined reportable per edwards lifesciences procedures. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.method: x-ray